Manufacturer narrative:
On (B)(4) 2014, the customer repaired the leak by replacing the upper sheath restrictor tubing which became disconnected. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as a diluent leak of 5-10 ml from the left side of the instrument; the leak was not contained. The operator was wearing lab coat, gloves and face shield when the leak was identified. There was no report of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.